Event description:
It was reported that the potentiometer will not shut off. No adverse consequence reported.

Manufacturer narrative:
MFR's investigation determined that the bed was unable to reach the flat, full down positon due to the broken coupler and potentiometer. The user facility reported this issue originally through a parts order. Through investigation, it was determined that the user facility had in fact repaired and returned the unit to service.